Event description:
At approximately 2000, the night rn as alarmed by the coolguard device that there was an issue with the patient¿s cooline. Upon assessment, the nurse saw that the 500 cc bag of normal saline that is used to prime me and cool the patient was empty, meaning the patient had been bolused into the patient. The nurse stopped the coolguard and notified the team. The catheter was not easily removed, so the line was not removed until the day team came on the next morning. Upon removal of the device, the team determined that the catheter was intact and had a circumferential rupture. The device was removed and zoll was contacted.